Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, a generator was found to be faulty. It was noted that there was resistance when trying to insert the lead pin and high impedance was observed. Additional information received noting that there were no visual obstructions in the header opening and the surgeon lubricated the lead pin with saline. The surgeon did not attempt to insert the test resistor and the lead pin would not push in past the second connector block and it was confirmed that system diagnostics were being performed. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Internal data from the generator was received and reviewed.

Event description:
Product analysis was completed on the returned generator. The suspected high impedance was not confirmed in the pa lab as the system diagnostic tests and the comprehensive automated electrical evaluation met specification. The header lead cavity meets specification requirements (dimensional analysis). A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions), but with resistance (m302-30) (m304-20 had no issue). A visual inspection of the header showed a residue on the inside radius of the header lead cavity. The source and origination of the residue on the inside radius of the header lead cavity is unknown. The extend that the residue on the inside radius of the header lead cavity played in the allegation of ¿insertion difficulties reason unknown¿ is unknown but may have been a contributing factor. Further review of the generator was done by quality engineering and manufacturing which revealed that the contamination identified is not adhesive or any other material that is used in the manufacturing process per the operators review. Also, the source and origination of the residue on the inside radius of the header lead cavity is unknown and may be bodily fluids. Sem analysis of the residue from inside the header lead cavity showed the following elements; carbon, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, potassium, and calcium. These elements are the constituents of the bodily fluids.